Event description:
On (B)(6), 2011, an event was reported to cormatrix cardiovascular involving the cormatrix ecm for cardiac tissue repair and a reported patch dehiscence. Provided below are details of the event. The pt previously had an aortic valve replacement with a pericardial valve at age (B)(6). The pt returned in (B)(6)-2010 with a degenerated valve and severe insufficiency. The physician re-operated on her in (B)(6) 2011, at which time he explanted her old pericardial valve and enlarged her aortic annulus, using the cormatrix ecm for cardiac tissue repair for both the annular patch and the atrial roof patch. In addition, a stented porcine valve was implanted. The annular patch was started in the anterior leaflet of the mitral valve, with suture lines of running 4-0 prolene coming up each side to reconstruct the aortic annulus and aortic root. The pt came back in (B)(6) 2011 with severe paravalvular aortic insufficiency. Re-exploration showed defects in the cormatrix ecm in both suture lines along the sewing cuff of the valve.

Manufacturer narrative:
The pt had no leak outside of the aorta and no mitral regurgitation. The physician noted by looking through the aortic valve prosthesis that the portion of the ecm in the mitral leaflet was intact. The patch dehiscence was closed by anchoring two triangular patches of bovine pericardium to the sewing cuff, native aorta and cormatrix ecm. The valve did not have to be explanted. The physician noted that the valve repair was successful. The cormatrix product ws not returned to cormatrix for investigation. Cormatrix has discussed the event with the surgeon who performed the procedure. When asked about suture technique, the physician stated that he used an ethibond interrupted horizontal mattress with pledgets. While the exact cause of the patch dehiscence could not be determined, it is believed that the use of pledgets on the outside of the aortic root as well as the dual suture lines could have resulted in an undesirable inflammatory response that could have adversely affected the device performance. As stated in the instructions for use (pn 20058-030810), the ecm must be sutured to visible native tissue.